Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2015-02851 and MFR. Report # 3005099803-2015-02852). It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the preparation, when the stent was loaded into the delivery system, both ends of the stent kinked at the "weep holes" and the device became difficult to advance over the introducer. When the stent was inside the common bile duct, the guidewire was removed and introducer was pulled back. However, under fluoroscopy, the physician was dissatisfied by the failure of the stent's proximal end to curl inside the bile duct, even after allowing sufficient time for it to curl. The procedure was completed using another advanix biliary double pigtail stent. Reportedly, the patient had a tortuous anatomy and the path of the common bile duct deviated more of an angle from the ampulla than normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2015-02851 and MFR. Report # 3005099803-2015-02852). It was reported to boston scientific corporation that an advanix biliary double pigtail stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the preparation, when the stent was loaded into the delivery system, both ends of the stent kinked at the "weep holes" and the device became difficult to advance over the introducer. When the stent was inside the common bile duct, the guidewire was removed and introducer was pulled back. However, under fluoroscopy, the physician was dissatisfied by the failure of the stent's proximal end to curl inside the bile duct, even after allowing sufficient time for it to curl. The procedure was completed using another advanix biliary double pigtail stent. Reportedly, the patient had a tortuous anatomy and the path of the common bile duct deviated more of an angle from the ampulla than normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.